Event description:
The event is reported as: complaint alleges: vaginal cream went through the valve; the balloon could not be deflated or inflated. Patient had to have catheter removed.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.